Manufacturer narrative:
The device was not made available for evaluation.

Event description:
It was alleged during a procedure that the blanket was under the patient and began to leak. No adverse consequences or medical intervention was reported.

Event description:
It was alleged during a procedure that the blanket was under the patient and began to leak. No adverse consequences or medical intervention was reported.